Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation. Additionally, in telephone contact, it was informed that the dentist did not have information about lot number of the product.

Event description:
(B)(4) ¿ the dentist reported that almost 2 months after the dental implant was installed in intraoral region 28#, its non-osseointegration was observed. Moreover, 40n.cm of primary stability was achieved and the patient presented bone type ii.